Event description:
An archer guidewire was used as an accessory product in a patient during the endovascular treatment of a thoracic aortic aneurysm approximately one month ago. The patient had a congenital coarctation of the thoracic aorta and had very large innominate and common carotid origins. The ascending aorta was severely tortuous. It was reported that it was difficult to advance with the wire and catheter as the physician wanted to follow the innominate origin. Once the archer wire was placed in the ascending aorta a valiant stent graft delivery system was advanced. The archer wire prolapsed into the innominate artery. When the physician discovered this, the wire and the valiant delivery system were pulled back. It was noted at this time that the archer wire had broken off in the patient. The broken piece was in the innominate artery. The physician accessed the brachial artery in order to snare the broken archer wire out of the patient. Due to the sharp broken piece that remained in the patient, the physician did not want to cause any damage to the vessel. After several attempts the wire was successfully removed from the patient without injury. The tevar procedure was aborted at this time. No clinical sequelae were reported and the patient is fine. No further information was provided.

Event description:
A review of a single short video of the implant angio shows what appears to be a coarctation just below the arch distal to the lsa; no obvious taa was observed. There appeared to be a long proximal (broken) section of an archer wire positioned within the ascending aorta. The distal end of the broken wire looked to be stuck within the innominate artery. Images during the wire advancement, breakage, and eventual removal were not provided.

Manufacturer narrative:
This supplemental report is being retrospectively filed to report manufacturing related issue that was submitted under z-1019-2013.

Manufacturer narrative:
(B)(4). Results, conclusion: lack of information (cause of event is unknown).

Manufacturer narrative:
Evaluation, method: (film evaluation).

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (severe tortuosity). Conclusion: device failure related to patient condition (severe tortuosity).

Event description:
Evaluation summary: upon investigation of the returned first wire it was noted that the break was an abrupt, ductile fracture that occurred at the proximal weld. The ptfe coating was intact and unremarkable. Metallography analysis was performed on the wire; the sample was mounted, ground, polished, and observed under high magnification. Since the returned wire was fractured, it was not possible to gather any quantifiable data from the metallography analysis. However, the observed fracture modes (abrupt and splinter types) are consistent with proximal weld fracture failures previously observed. The detachment complaint was confirmed. The cause of the detachment could not be conclusively determined; however, the failure is most likely a fracture of the proximal weld. Tracking the wire into the innominate artery also may have contributed.